Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer reported to have performed ground isolation, and the tse recommended running the unit for another 48 hours on current patient settings. If no further errors were displayed, it was advised to run performance verification testing (pvt) prior to returning the ventilator back to patient use. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator graphic user interface (gui) display was blank. The patient was transferred to another ventilator. There was no reported patient injury.